Event description:
It was reported that during a da vinci hysterectomy surgical procedure, broken wires were identified on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument's grip cable was also frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. Failure analysis investigation also found the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.